Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was difficulty/inability to recharge the ins. Repositioning the antenna did not resolve the issue. The patient programmer and physician programmer were able to communicate with the ins. Antenna locate was attempted and the rep got a baseline number of 78 and a top number in the range of 88-94, but this also did not resolve the issue. Swelling was noted as a pocket issue related to the ins. The rep was to review information with the physician and they would re-evaluate the charging efficiency after more time. It was noted that the patient was implanted one and a half to two weeks prior to (B)(6) 2016. The estimated recharge interval was calculated for the patient's settings as 10.96 days. Additional information was received from a rep. It was reported that they were looking at x-rays and inquiring how to determine if the ins was flipped. The rep had access to another recharger to charge the ins and this did not resolve the difficulty charging. Two different rechargers were tried and they were only able to get two coupling bars with both of them. X-ray results confirmed that the ins was flipped. It was noted that the ins was implanted in the right buttock, the leads were exiting out towards the spine, and the identification letters on the header block were backwards. It was noted that the rep was in the room with the physician. The issue began since the patient's surgery a few weeks prior to (B)(6) 2016. Additional information was received from a rep. It was reported that the doctor flipped the battery into the operational position in the office with local sedation. As a result, the battery charged normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.